Event description:
Follow up.

Manufacturer narrative:
The medwatch report forwarded to argon did not indicate if the device used is available for evaluation. Argon will continue to request for the return of the device. A follow-up report will be provided when additional information is available.

Event description:
Filter device did not work as it was supposed to, deployed incorrectly. Patient requires a vascular consult and transfer to higher level of care.